Event description:
The customer reported that the ac power module had failed.

Manufacturer narrative:
The customer reported that the ac power module had failed. The customer was sent a new ac power module and subsequently reported to philips that replacing the defective module resolved the failure.